Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer had retinopathy and stated that the trouble in seeing the display screen. Customer stated that the insulin pump rejected new batteries. The device will not be returned for analysis.